Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye.) A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Correction: d, e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the when the nurse used a disposable sterile urinary foley catheter for catheterization before the operation, no urine was found to flow out. After inspection, it was found that the urinary catheter connected to the drainage bag port was blocked. A new disposable sterile urinary catheter was immediately replaced, and urine flowed out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the nurse used a disposable sterile urinary foley catheter for catheterization before the operation, no urine was found to flow out. After inspection, it was found that the urinary catheter connected to the drainage bag port was blocked. A new disposable sterile urinary catheter was immediately replaced, and urine flowed out.